Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced pain and discomfort at the needle puncture site, prompting early removal of the sensor. After removal, he noted localized swelling, inflammation, and redness but chose not to begin treatment at that time. Overnight, the redness, swelling, and discomfort worsened, leading him to contact his primary care physician (pcp) by phone. He was advised to schedule an in-clinic evaluation for (B)(6) 2025. During the clinic visit, the pcp observed an area of swelling and redness approximately 2-3 inches in diameter and diagnosed an infection at the needle puncture site. No diagnostic tests were performed, and the patient was unable to specify the type of infection. The pcp prescribed an oral antibiotic regimen of augmentin 500 mg, to be taken three times daily for two weeks. At the time of this report, the patient reported that he had completed the full course of antibiotics, was feeling well, and estimated that the infection had resolved by approximately 95%. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.